Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 496 mg/dl at the time of the incident. The customer's blood glucose was 238 mg/dl at the time of call. The customer stated that she was on insulin drips and also treated with manual injection. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check setting issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.